Manufacturer narrative:
Other, other text: product is beyond 4 years from manufacture date of 2018-08 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service device history review was performed, and the current problem was found not to be related to a previous repair of the pump within the last 12 months.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the pump had "pump turned off during infusion." No patient injury. No additional information.